Event description:
It was reported that upon 6 month post-op visit a broken screw was discovered. Revision surgery required.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the representative stated the patient had four reported falls. As a result, each fall may have contributed a significant amount of force acting upon the construct that ultimately led to the failure of the standard post screw. The IFU further states that the "device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future." A plausible root cause is failure to adhere to precautions regarding implanted device.

Event description:
It was reported that upon 6 month post-op visit a broken screw was discovered. Revision surgery required.